Event description:
It was reported that the radio frequency (rf) programmer head did not work. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radiofrequency programmer head did not work; it was unable to interrogate and its uplink functional tests were out of specification. The head's cable was replaced to resolve. Analysis also found a cracked lens in the head's upper case and therefore the upper case was replaced. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head did not work. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.